Manufacturer narrative:
A ge service rep performed an on site investigation. The video memory was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor was intermittently not working. This resulted in a loss of live image. There is not report of pt injury.